Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical UK for evaluation. The reported issue of the device failing to power on could not be confirmed during investigation. The device was tested extensively using the customer returned batteries and auxiliary power, including repeated power cycling and battery hot swapping during benched handling. All testing was completed successfully and no faults were identified. Based on device testing and internal inspection, the reported event could not be replicated and the device was found to perform within specifications. Root cause could not be determined and the investigation was closed as no fault found. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.